Manufacturer narrative:
(B)(4). Approximate age of device ¿ 12 days. Evaluation of the returned pump found depositions consistent with blood and biological lining throughout the pump, which may have developed due to poor surface washing as a result of a low flow condition. It was reported that the patient had experienced low mean arterial pressures and severe right ventricular failure, requiring multiple vasopressors. Additionally no device related issues were reported and it was reported that the healthcare professionals did not believe the patient¿s death due to multisystem organ failure was device related. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient exhibited a decrease in mental status, low mean arterial pressures, respiratory failure, right heart failure, and peripheral edema. The patient was intubated and started on a levophed infusion and nitric oxide. The patient continued to deteriorate and was started on vasopressin and epinephrine. The patient was also on continuous renal replacement therapy for renal failure. The patient also experienced liver failure and ultimately severe right ventricular failure; there was no evidence of pulmonary embolus. The patient's family elected to discontinue life support, including lvad support, and palliative care was initiated. The patient expired on (B)(6) 2015 with the cause of death reported as multisystem organ failure. It was reported that there were no indications of any device issues and no changes in the device parameters occurred. The patient's health care professionals reported that they did not believe the patient's death was device related. During the initial investigation of the returned device, depositions were noted.